Event description:
Report received of a nurse receiving a shock from the device. Reportedly, the nurse was in the process of removing the pump from the IV pole. Nurse "grabbed the clamp on the back of the pump" and nurse reported experiencing a shock to the right arm. The nurse complained of numbness and tingling in the right arm. The nurse was seen in the emergency room "a couple of days" after the event. Nurse was advised to take ibuprofen. The pump was removed from clinical service. Though requested, there was no further information available.